Manufacturer narrative:
Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a review of the device history record was completed for batch# 0136699 . All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that 3 pn relion 32g x 4mm 3b tw needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported that 3 pen needles clogged during injection. Date of event : (B)(6) 2021 sample status : discarded.